Event description:
It was reported that baclofen was seeping through from "injury part." There was no indication of infection, fever and swelling from the patient. The physician was planning to revise the catheter and exchange it with a new catheter, but it "must be check investigation result." Investigation will be performed on (B)(6) 2012. As a "result of inspection" there was no infection on both pump pocket and back injury part; though at the injury part of pump pocket, it was seeping and injury part of pump pocket seems opening. It has "possibility to be infected" so itb system removal was planned.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that during follow-up the patient had suffered "effusion" and/or fluid leak from the wound. It was indicated that the physician may decide to replace the current pump with a new pump on the opposite side and replace the catheter with a different one, depending on the results from a (B)(6) 2012 examination. It also may be decided that removal only, be carried out rather than replacement. It was later stated that the wound had not opened up and there had not been any symptoms of infection. There was no other trouble-shooting noted.

Manufacturer narrative:
(B)(4).